Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a clenz (cleaner) leak under their coulter lh 500 hematology analyzer. Upon further investigation the customer found the leak at the front top right of the unit but could not locate the source. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No one came in contact with the leak. No patient samples or results were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and upon arrival was informed by the customer that they had repaired the clenz leak. They indicated a problem with the bath overflow chamber not draining. Fse found a plug in the drain line for the overflow chamber. Fse removed the drain line and flushed out the dried diluent and verified repair per established procedures. The root cause for the bath overflow chamber not draining was that the bath drain was clogged. (B)(4).